Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial left tha, the (B)(6) male patient had a revision due to lots of wear on poly and patient had metallosis all over his hip. There was no parts or pieces fell into the patient wound site. There was a 45 minutes surgical delayed but there was no adverse event as a result of the surgical delay/prolongation. Patient was revised to xle poly. Sales rep was unable to obtain x-rays/photos. The device will be return.

Manufacturer narrative:
(H3) the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear and metallosis approximately three years after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than two years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Section d1:brand name section d4: model number, catalog number, unique identifier (UDI) # section d10: device available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported via legal documentation that approximately 36 months after a left total hip replacement, the patient underwent left hip revision to address prosthesis wear. A post operative op report was provided. Post op diagnosis noted chronically failed total hip arthroplasty due to polyethylene wear. Intraoperatively, the surgeon observed metallosis and synovitis and fragmented polyethylene liner pieces in the joint causing the metallosis. Additionally, the surgeon observed a linear scratch on the surface of the femoral head. Both liner and femoral head components were replaced. It was noted that the patient's weight contributed to a more complex approach and positioning difficulties, intraoperatively. No surgical or medical interventions were reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.